Manufacturer narrative:
(B)(4). Product location unknown

Event description:
It was reported that the unknown zimmer abutment screw loosened. There are no further details regarding this event at this time as zimmer biomet has not been able to contact the customer.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following section was corrected: the device product code is unknown. This information was not documented. Manufacturer narrative for the initial report (0002023141-2018-00612). Note: describe event or additional manufacturer were re-entered as these are required fields.

Event description:
It was reported that the unknown zimmer abutment screw loosened. There are no further details regarding this event at this time as zimmer biomet has not been able to contact the customer.